Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately with in the last month from date manufacturer was made aware.